Event description:
It was reported that during the implant procedure, prior to the physician slitting the catheter, the left ventricular (lv) lead insulation was noted to be breached between the pin connector and the suture sleeve. The lead was not used and a new lead was attempted, however the second lv lead had high/unstable threshold. The second lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned and analyzed with no anomalies found. (B)(4).